Event description:
It was reported that during a surgical procedure at the user facility, the sponges were shredding. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Not returned by customer.

Event description:
It was reported that during a surgical procedure at the user facility, the sponges were shredding. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.